Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer stated that the swivel of the rt265 breathing circuit came apart when the circuit was handled/adjusted. The customer also stated that the circuit passed the initial leak test and was in use for a few days before the reported event occurred. Conclusion: without the complaint unit, we are unable to determine what may have caused the event as reported by the customer. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject breathing circuit would have met the requirements at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the swivel of an rt265 infant dual-heated evaqua2 breathing circuit came apart after a few days of use during the transition of the therapy. There was no reported patient consequence.